Event description:
The account alleged the bed exit is not functioning. No pt impact.

Manufacturer narrative:
The account found the cause to be the power control board. The account replaced the power control board.